Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
During a demo, the autopulse li-ion battery (sn (B)(4) status on the autopulse platform showed 3/4 full when the user inserted it into the autopulse platform; however, after 2 to 3 minutes, the battery status showed empty. The user replaced the battery, and the replaced battery functioned for several hours during the demonstration. The customer placed the reported battery into the mcc for charging, and the battery charged successfully. The customer stated that the reported battery was rotated off the charger that morning around 07:30 and was placed in the autopulse platform at around 18:00 that night for the demonstration. After charging, the customer checked the status leds of the battery. All four lights were on before the demonstration and were all green leds. No patient involvement.